Manufacturer narrative:
Testing/repair found a cable short circuit. The nim system is intended for use to monitor sensor and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. This product was being used for treatment, not diagnosis.

Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim-patient interface 2.0 stating "raising up output on its own." There was no suggestion of patient injury or involvement. Testing/repair confirmed the reported event and found a short circuit. A short circuit in the patient interface, which can go undetected, has been known to affect the delivery of stimulus current and has the potential to cause or contribute to patient injury (loss of stimulation during use leading to a false negative). A sudden failure is not consistently accompanied by warning/error messages during a procedure. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.